Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver would not turn on. Patient's father did not report any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and was found in good condition. A global receiver functional test was performed and resulted in no failures. Receiver's data log was downloaded and reviewed finding a screen error alarm and a firmware error. The complaint was confirmed. The root cause could not be determined post investigation.